Event description:
Report received that the rotary control knob position does not match the display. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the biomedical engineer noted that after the rate was entered and the control knob was turned to the vtbi (volume to be infused) position, the display indicated set rate. After the control knob was turned to the set rate position, the display indicated set vtbi. There were no reports of any adverse patient events while the device was in clinical use.